Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It had been reported that the light sources had the xenon lamp being unstable and turning off intermittently. The event had occurred during inspection for use. There had been no reports of patient harm.